Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4); investigation is ongoing.

Event description:
Hamilton medial ag received the following complaint description (summary): hamilton medical ag received a report stating that during patient ventilation the ventilator generated an exhalation obstruction alarm and technical event 233002 (pvent_control autozero failed). A patient was involved, but no harm occurred. No health consequences, no impact, and no clinical intervention were reported. The investigation to verify the allegation is still in progress.